Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that in (B)(6) of this year while using u by kotex tampons she experienced striking pains and went to the hospital. Consumer alleged she had tss and was in the hospital for a week and a half. She recovered and continues to use the product and has not had any issues since.